Event description:
It was reported that an impactor pad broke when impacting the femur trial. The case was completed with another impactor pad. There was no patient impact. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). H3, the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: a1, a3, b4, b5, d2b, g1, g3, g6, h1, h2, and h11.

Event description:
No further event information available at the time of this report.